Event description:
Sales rep. Reported that: an attempt to zero first microsensor (cppcb5), and immediately after implant microsensor read 65-80. Could not rezero, so implant was removed. Second sensor tunneled , zeroed a lot # crbdgc and immediately after zero and tunneling microsensor read (-65)". Device was removed. Sales rep. Called and provided the following additional information: both microsensors were used during a shunt revision for a strata shunt. Both microsensors will be returned for evaluation. Send two warranty replacements to the sales rep.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed

Manufacturer narrative:
Upon completion of the investigation, it was noted that these evaluations were performed by the supplier. During evaluation a review of the quality records was conducted and prior to distribution these two devices met all manufacturing and quality testing/inspection specifications. The catheters were evaluated and the following observations noted: minor kink in catheter material 5.4cm from sensor case. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the above evaluation supplier was unable to confirm the complaint. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.